Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a burning sensation at the scs ipg site. Reportedly, the patient stated the sensation was more evident when the therapy was on and less with the therapy off. Consequently, the patient requested to have her scs system removed.